Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed, but turns off when usb is connected. Functional tests were not performed due to the receiver turning off when usb is connected. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver turning off when usb is connected. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the power dropping out when connected to charger or download tool. The receiver log was not downloaded for review due to the power dropping out when connected to charger or download tool. The probable cause was determined to be a defective u15. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.